Manufacturer narrative:
The customer's test strips are to be returned for evaluation, but that information was not provided.

Event description:
The customer tested her blood glucose and received a reading of 247 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 95 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.